Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that nurses were unable to interact with the pyxis system. A technical support specialist (tss) followed knowledge article. The tss attempted to deploy and enable tls 1.2 only (build 2), which was successfully deployed. An attempt to dial into the station timed out. The tss then attempted to deploy es reset ecc curves gpo (build 7), which was also successfully deployed. Another attempt to dial into the station timed out. The customer was advised to reboot the station to apply the changes. After the reboot, the tss attempted to dial in again and was able to connect successfully. It was observed that the station was launching normally. The customer verified that the station was functioning correctly. The issue was resolved, and the customer gave permission to close the case. The system functioned as intended after the technical support specialist repaired the device. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower unable to log in or interact with the pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.